Manufacturer narrative:
Updated fields: b4, d9, e1 (event site email), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e4. Due to character limitation in block e1: event site name: (B)(6) medical center. Event site address: (B)(6). Additional contact person phone number: (B)(6). Multiple gfe's were sent to answer questions regarding what repair was done and how the issue was resolved. The record will be closed but if new information becomes available the record will be updated.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) top screen of monitor has a pixilated line going through it. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.